Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol ventralex st (device #3). Additional emdrs were submitted to represent the bard mesh (bard flat mesh) (device #1) and bard/davol ventralex (device #2). Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for the implant of unspecified bard mesh (bard flat mesh), bard/davol ventralex hernia patch and ventralex st patch on or about (B)(6) 2004 and/or (B)(6) 2012 and/or (B)(6) 2016. As reported, the patient is making a claim for an adverse patient outcome against all devices. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.